Event description:
A report was received that the patient had pocket site discomfort. The patient underwent a pocket revision wherein the ipg was replaced per physician¿s preference. The patient was doing well following the procedure.

Event description:
A report was received that the patient had pocket site discomfort. The patient underwent a pocket revision wherein the ipg was replaced per physician¿s preference. The patient was doing well following the procedure.

Manufacturer narrative:
The possibility that electrical leakage could cause pain in the patient¿s pocket site was investigated. Current leakage tests verified no loss of electric current into the surrounding tissue. Residual gas analysis verified that the device case had not been compromised. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event. The ipg passed all the required tests and revealed no anomalies. Device evaluation indicated that the ipg passed electrical, performance and photographic imaging tests performed.